Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as open sores with clear drainage. There is no indication of medical intervention. The patient's medical outcome is unknown. The patient continues to wear the lifevest.